Manufacturer narrative:
G4: premarket / 510(k) #: k141150, k162350.

Event description:
It was reported that balloon rupture occurred. The 100% stenosed target lesion was located in the severely tortuous and severely calcified vessel superficial femoral artery. A 6.0mmx100mmx150cm sterling balloon catheter was advanced for dilation. During the procedure, the balloon ruptured upon first inflation at 6 atmospheres for 1 second. The device was removed without any problem, and the procedure was completed with a different device. There were no patient complications as a result of this event.